Event description:
Nellcor puritan bennett rec'd a call on 07/21/1998 from source. Source called to report the following incident: unit stops delivering breaths for approximately 3 minutes then starts up again.